Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, scratch on the lens was noticed so the new unspecified lens was opened and implanted. Additional information has received and it stated that there was no patient contact and scheduled procedure completed on the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The lens was returned adhered to the inside of the lens case lid with viscoelastic. The lens had been cut into two pieces. The lens was cleaned with klrp for further evaluation. The optic had a small section missing at the edge by the cut area. No scratches were observed. The reported scratch may have been obscured by the cuts made on the optic. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The root cause could not be determined for the reported scratch. The lens had been cut into two pieces. No scratches were observed. The reported scratch may have bee obscured by the cuts made on the optic. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable iol (intraocular lens) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).